Event description:
The plastic components of the total knee arthroplasty worn out after 17 years and were revised.

Manufacturer narrative:
Evaluation can not be performed because the device was not returned to howmedica. There is no evidence that the device failed to meet specifications.